Event description:
I already reported this once, but nobody take care so far. I'm a health professional and I was going to administer a medication by syringe for one of my patients. Looking inside the tube where the syringe is at the needle site, I saw something over the needle, of course I didn't use it but, for me this is very serious because I don't know what it is and is very hazardous for my patient, because this is not supposed to happen. Please direct me to the person I have to contact in order to evaluate and report this event. The company manufacturer is monoject. Please be kind and answer me asap. I have the syringe with me and nobody touch it.